Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post procedure on (B)(6) 2025, the patient developed thrombosis in the right femoral vein. The current status of the patient was unknown.